Manufacturer narrative:
The device was received for evaluation. During functional testing, 'faulty upstream occlusion alarm' was reproduced . A review of the event history log revealed upstream occlusion!. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be upstream sensor values out of range. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of faulty upstream occlusion alarm. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.